Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure to treat atrial fibrillation, an intellamap orion catheter was selected for use. After performing ablations to the pulmonary veins with a farawave catheter, post mapping was performed. Approximately two (2) hours into the procedure, while mapping with the orion catheter, it was noted that there was difficulty deploying the orion near the right superior pulmonary vein, resistance was felt. The physician stated he believed the orion was in the pericardial space near the right superior pulmonary vein. The device was withdrawn to be visually inspected and tested. The catheter was determined to be functioning appropriately. The patient experienced a drop in arterial pressure and a pericardial effusion was observed on intracardiac echocardiography (ice). Pericardiocentesis was performed and the patient was admitted to the intensive care unit (ICU) for observation. A perforation location was not confirmed. No further intervention was required, the patient has since been discharged. No patient identifier information has been provided by the facility. The device has been disposed of and is not expected to be returned for analysis.

Manufacturer narrative:
F10 coding updates. F19 surgical intervention replaced with f23 unexpected medical intervention. F08 hospitalization replaced with f0801 intensive care. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure to treat atrial fibrillation, an intellamap orion catheter was selected for use. After performing ablations to the pulmonary veins with a farawave catheter, post mapping was performed. Approximately two (2) hours into the procedure, while mapping with the orion catheter, it was noted that there was difficulty deploying the orion near the right superior pulmonary vein, resistance was felt. The physician stated he believed the orion was in the pericardial space near the right superior pulmonary vein. The device was withdrawn to be visually inspected and tested. The catheter was determined to be functioning appropriately. The patient experienced a drop in arterial pressure and a pericardial effusion was observed on intracardiac echocardiography (ice). Pericardiocentesis was performed and the patient was admitted to the intensive care unit (ICU) for observation. A perforation location was not confirmed. No further intervention was required, the patient has since been discharged. No patient identifier information has been provided by the facility. The device has been disposed of and is not expected to be returned for analysis.